Manufacturer narrative:
Follow-up ((B)(4) 2013) - device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2013 with the following findings: the test strip has passed testing. The reported issue could not be reproduced. Unrelated to the reported issue, there was an error 4 issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The patients meter has been returned however product analysis has not yet been completed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging apply sample. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2 ((B)(4) 2013)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. Unrelated to the complaint, the test strips produced an 'error 4' result when used with control solution and failed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The subject meter and test strips have been returned to lifescan for evaluation. The evaluation of the products have not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.